Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was part of a system revision due to infection and erosion. The patient was also noted to have hematoma and sepsis. The crt-d was explanted. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was part of a system revision due to infection and erosion. The patient was also noted to have hematoma and sepsis. Moreover, the crt -d was used as external temporary device and later on was taken out of service. The crt-d was explanted. No additional adverse patient effects were reported.